Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of over 600 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the cause for the reported issue was due to multiple intermittent cartridge alarms occurred. The cartridge was changed, and insulin delivery was successfully resumed.